Manufacturer narrative:
Follow-up #1: date of submission: 15-jul-2019. Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2019 with the following findings: during investigation, the available total daily dose (tdd) basal history confirmed the pump is delivering the programmed basal rate. 500 boluses were recorded in bolus history from (B)(6) 2019 to(B)(6) 2019 all programmed with pump , no zero boluses were recorded. The complaint was reported on (B)(6) 2017 , according to the pump history the pump was used for deliveries until (B)(6) 2019. The pump passed all required testing for delivery accuracy. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 514 mg/dl. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter indicated that on the date of the blood glucose excursion there were multiple 0 unit boluses. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.